Event description:
The sales rep reported the distal tip of one of his expressew needles broke into the patient while the surgeon was passing sutures during a rotator cuff procedure. The surgeon could not find the broken distal tip of the needle in the patient. The sales rep was present but was unable to verify how many times the surgeon had successfully passed sutures but could state it was not the first time the surgeon passed the suture when the tip of the needle broke. The surgeon used another needle to complete the procedure with no patient consequences or delays. The needle is coming back for evaluation. It was an 80 year old patient. No further details were available.

Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation confirms that the tip of the needle is broken, confirming this complaint. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed five similar and one dissimilar complaint for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.